Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ultrasound images displayed were missing due to scratches on the ultrasound probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the ultrasound gastrovideoscope image suddenly failed to display during the endoscopic ultrasound (eus) procedure causing a 45 minute delay while the patient was under an unknown sedation. The procedure was changed from an endoscopy to a contrast case. It was later reported the delay did not cause any harm or complications to the patient.